Manufacturer narrative:
The ecm tissue sample was not returned to cormatrix for evaluation. Manufacturing records for lot m15c1080 have been reviewed. There were no deviations or non-conformances that could have caused or contributed to the reported event. The IFU instructions for the vascular product indicate, "to ensure adequate remodeling, it is important that the cormatrix ecm is sewn to viable tissue. Suture the cormatrix ecm to the area of treatment or tissue deficiency/defect." Patch dehiscence is listed in the IFU as a potential complication. It was reported that the patient had previous neck radiation treatment in (B)(6) 2012 (30 treatments). Damage to tissue and blood vessels is a known complication of neck radiation treatment. It is unknown whether the radiation treatment was performed in or around the area where the carotid endarterectomy was later performed in (B)(6) 2015. It is unknown whether possible damage from the previous radiation treatment contributed to the reported event.

Event description:
On (B)(4) 2015, cormatrix cardiovascular received details of an event involving the cormatrix ecm for vascular repair product. Details of the event are provided below. It was reported that the cormatrix ecm for vascular repair was used for a carotid endarterectomy angioplasty procedure on (B)(6) 2015. The device was hydrated for approximately 30 seconds and sutured into place using 5-0 prolene sutures. On (B)(6) 2015 the patient required secondary surgery due to patch dehiscence/rupture. The patch appeared to have split at the proximal end of the anastomoses. The lower one third of the patch was intact with no patient's tissue adhered. The patch was removed and replaced with a vein graft. The specimen was sent to pathology for culture and was found to be negative for infection. The patient is reported to be doing well with treatment.